Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was left in the sun for an unspecified period of time when multiple malfunction alarms occurred followed by multiple unexpected shutdowns. It was also reported that the pump indicated a data log corruption. The customer's blood glucose level was 178mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.